Manufacturer narrative:
Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that speed was unstable. The target lesion was located in the left anterior descending artery (lad). A 1.25mm rotalink¿ plus was selected for use. During preparation, while platforming the device, it was noted that there was a lot of fluctuation on the rpm speed. Procedure was completed with a new device which functioned properly. No patient complications were reported.